Event description:
It was reported that during a routine follow-up there was a p-wave and an r-wave but no markers. It was also reported that there was t-wave oversensing (twos) in the past, so the sensitivity was changed from .3mv to .45mv. There has been no further twos. It was noted that there was possible poor telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing implantable pacing lead (B)(6) 2012; 6947m62 implantable tachy lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.